Manufacturer narrative:
The cusa excel 23khz straight handpiece (c2600) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed, failure analysis - the investigation of the returned device found no device deficiencies that would have contributed to the reported complaint. No fault was found. Root cause - the device passed all cosmetic and functional testing and meets specification. Issue may have occurred due to stress being put on cable when bent. No further investigation required based on the acceptability of risk and no adverse trends identified. At present, we consider this complaint to be closed.

Event description:
A distributor reported that the housing of the cusa excel 23 khz straight handpiece (c2600) was heating and it had an unstable output when the cable was bent. The facility has not reported if there was patient involvement, injury, or surgical delay relative to this event.